Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was in use on patient, but there was no patient harm reported.